Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured a loss of power to the mobile power unit (mpu) on 18apr2025 and 19apr2025. The system continued to operate at the set speed and was supported by the system controller¿s emergency backup battery (ebb) until external power was restored. On 18apr2025, the patient went to an inpatient rehab facility, the loss of external power was thought to have been due to user error. On (B)(6) 2025, the patient was transferred and admitted to the hospital, similarly, the loss of external power was thought to be due to user error. There was no dysfunctional equipment. There were no abnormal pump parameters noted. The mpu had a v-lock connector on the ac power cord and the ac power cord did not come loose from the back of the unit. It was unknown whether the ac power cord came loose from the wall outlet. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged and would not be returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the event of a loss of power to the mobile power unit was confirmed via log file analysis. The heartmate mobile power unit (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. A review of the submitted periodic log file contained data spanning approximately 11 days (B)(6) 2025 per the timestamps). Low power advisory alarms were active from 16:06:33 to 16:06:43 on (B)(6) 2025 while connected to the mobile power unit (mpu) due to a loss of ac power. Only the black power cable was connected to the mpu during the loss of power. The alarm resolved when ac power was restored to the mpu. The system controller was connected to a 14v battery on the white power cable, so external power was not completely lost. Power cable disconnect alarms were active from 02:46:08 to 02:46:09 on (B)(6) 2025 and low power hazard alarms were active from 02:46:08 to 02:46:11 on (B)(6) 2025 while connected to the mpu due to a loss of ac power. The alarms resolved when ac power was restored to the mpu. The system controller backup battery supported pump function during all events. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Provided information stated that the mobile power unit had a v-lock connector, the ac power cord did not come loose from the back of the unit, no environmental circumstances affected ac power, and that the mpu would not be returning. It was reported to be unknown if the ac power cord became disconnected from the wall outlet. It was indicated that the loss of external power may have been due to user error; however, this was not conclusively stated. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the heartmate mobile power unit (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including power cable disconnect, low power advisory, and low power hazard. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbooksection 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for usesection f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.